Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia repair procedure, some tacks have been implanted on the mesh but as the product didn't work perfectly, some tacks haven't been implanted. In addition, over 2 tack does not work and remain stuck inside the clamp. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.